Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) developed hematoma after implant. The patient was treated with antibiotics. A surgical evacuation and revision was done. Additional information indicated that the suspected cause of the hematoma was due to the anticoagulation therapy for the left ventricular assist device (lvad). The ICD remains in service. No additional adverse patient effects were reported.